Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was "maybe a wiring problem or something" that resulted in a "wire" needing to be replaced. The patient added that on (B)(6) of this year, they will be getting "new wiring" that will "replace the unit the goes down in my brain to the wire that goes to the point behind my ear."  No symptoms were reported.